Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged after the pocket was closed while interrogating. The pocket was reopened and the lead was repositioned. The lead is still in use. No patient complications have been reported as a result of this event.